Event description:
On (B)(6) 2015 the reporter contact animas alleging the patient¿s blood glucose on an unspecified date was in below 70 mg/dl and above 40 mg/dl with cognitive impairment and difficulty speaking. It was reported the patient was also suffering from an upset stomach. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. Animas customer technical services determined the miscounting carbohydrates and not bolusing when eating contributed to the alleged health event. During troubleshooting, it was reported the basal and bolus settings were incorrectly programmed. There was no allegation or indication of a pump malfunction. This complaint is being reported because the reported health event was attributed to an alleged pump use error.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016-product analysis: the device was returned and evaluated by product analysis on 12/22/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related issues or evidence of the complaint; data from the alleged event date was overwritten due to extended continued pump use. The total daily dose records indicate the pump was delivering per the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A delivery accuracy test revealed the pump was delivering within specification. All deliveries performed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.